Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was damaged and failed the sample mesh test during evaluation. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the device was physically damaged. As timing is unknown, it is unknown if there was patient involvement or impact to the patient.. Due diligence is complete as customer indicated that no further information is available. During device evaluation, it was discovered that the cutter failed the test cut.